Event description:
This customer reported a failure to charge via pads.

Manufacturer narrative:
This customer reported a failure to charge via pads. There was no impact to the involved pt. The hospital biomedical engineer could not reproduce the reported symptom, but noted multiple defib errors associated with the time of the event. The hospital has chosen not to repair the device due to the age of the defibrillator. We are unable to determine to cause of the reported symptom.